Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a loop electrosurgical excision procedure (leep), the blade broke at the tip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.